Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for non-malignant pain, chronic low back pain and non-malignant pain. The patient reported having difficulty recharging and poor coupling. Troubleshooting was initiated with the patient asked to position the belt proper if use after moving antenna. The patient reported getting 8 coupling bars and reported that the issue was resolved. The patient reported that the ins recharger for the right side gives the ¿charge screen¿ even though it was plugged in. The battery was reported to be empty. The patient reported having leg pain and the legs hurt badly. The patient reported that they turn off the device eat night it bothers their vein.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that analysis confirmed that there was no anomaly associated with the device.